Manufacturer narrative:
Corrected block: b3. Updated blocks: d9 and h6. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump was exchanged with a sucker pump, but the buttons were not responding. The team was able to turn the pump on with the central control monitor (ccm) controls. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) replaced the roller pump display. The unit operated to the manufacturer's specifications.